Event description:
Customer reported receiving an error 4 when a test strip was inserted and a battery and booklet icon appeared on the display of their freestyle flash blood glucose monitor. Although the meter was set to the correct unit of measure, the meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been returned and an investigation is in process. A f/u report will be filed once investigation results are available. Customers and retailers have been informed.